Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, there was atrial pacing with ventricular safety pacing and a ventricular sensed beat followed by atrial sensed (blanked) beat. A chest x-ray was performed and showed that the right atrial (ra) lead had fallen into the right ventricular (rv). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.